Event description:
The patient reported issues with insulin delivery through the infusion device in 2009. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.